Event description:
It was reported that patient fell on right hand side where machine is and having some pain and not sure what to do. Pt states she is wondering whether she moved the ins when she fell and is having pain she never had before and small knot on left hand side of the implant. Pt states she fell (B)(6) 2021 but the pain didnt start up until 3 weeks ago. Pt states ins site seems like the site of ins is bigger. Pt states she can hardly sleep. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp to have the unit checked. Additional information was received from the patient. It was reported that the machine moved inside their back. The steps taken to resolve this pain was an adhesive pain reliever was ordered. The issue has not been resolved, they are still experiencing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.